Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a short battery life. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for noise and out of range high impedance due to a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.